Event description:
It was reported that the patient with this right ventricular (rv) lead was under a pacemaker replacement procedure and there were concerns about the shock impedance measurements. Technical services (ts) was consulted, and it was found that the shock impedance measurements were high but in range. After a review of the vectors by ts, a potential issue with the proximal coil was suspected. This rv lead was replaced and surgically abandoned. Other than the procedure, no additional adverse patient effects were reported. Additional information was received, the clinical representative indicated that this rv lead exhibited high out of range shock lead impedance measurements. This rv lead was replaced and surgically abandoned. Other than the procedure, no additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead was under a pacemaker replacement procedure and there were concerns about the shock impedance measurements. Technical services (ts) was consulted, and it was found that the shock impedance measurements were high but in range. After a review of the vectors by ts, a potential issue with the proximal coil was suspected. This rv lead was replaced and surgically abandoned. Other than the procedure, no additional adverse patient effects were reported.